Event description:
A clinical director reported that a patient experienced a capsular tear during a cataract extraction procedure. The director reported that the tear was not related to the laser system that was used, and instead was caused because the surgeon "pinched" the capsular bag after removing the cataract. A vitrectomy procedure was performed during the initial procedure with no additional impact to the patient. Additional information was received indicating the tear occurred during irrigation/aspiration (I/a) where it appeared as though the tip caught the capsular bag.

Manufacturer narrative:
The customer reported that the posterior capsule tear took place during I/a, and it appeared that the tip caught the bag. The customer did not request service for the system. There was no sample returned for evaluation. For this reason, steps could not be taken to replicate or confirm the reported event. A questionnaire was received and an alcon clinical analyst reviewed this file as well as the attached questionnaire and stated the following: there is insufficient information to conclude that the integrity of the posterior capsular sac was affected by the performance of the system. After review of the evidence, the most likely cause of posterior capsule tear is a contact of the tip to the capsular tissue. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. A root cause cannot be determined conclusively. (B)(4).